Manufacturer narrative:
A review of the complaint history for sn 15968993 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15968993 was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) reseated the row board cable, cleaned under the pockets and trays, and cleaned the retractor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. Auxiliary 3.1, a half-height cubie drawer, was not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.